Event description:
It was reported that by the dealer that the customer plugged the charger cord in, it sparked, and charger quit working. No injury or property damage alleged. No additional information provided.